Event description:
Blood glucose meter read a level of 79 at 1:30 pm. This reading was within range of 4 readings over past 2 days -59 to 82-. Dates of use: (B) (6)2010 - (B) (6)2010. Diagnosis or reason for use: diabetes mellitus.